Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported there was an elective replacement indicator (eri) message. This occurred around the beginning of the year. It was noted that the patient did not have a current healthcare provider (hcp). Follow-up was performed to determine if the patient had any further concerns. This event will be updated if additional information is received. Additional information received reported that her implantable neurostimulator (ins) quit working and she stopped feeling stimulation around christmas time. In addition to the elective replacement indicator (eri) message, a screen showing the ins battery to be low was also seen. The eri was noted to not appear anymore. Follow-up was performed to determine if the patient had required any further assistance and if she had any further concerns. This event will be updated if additional information is received. Additional information stated the consumer reported she had her first ins replaced because it only lasted 6 months and should have lasted 6 years. If additional information is received, a supplemental report will be submitted.